Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned with set screw markings on the terminal pin and ring. There was a cut in the insulation at 25cm which was induced during explant, as well as dried body fluid found throughout the entire lumen which most likely entered through the cut. There was a stylet fully inserted in the lead which could not be removed due to the dried body fluid causing it to become stuck. Direct current resistance testing showed conductive paths are in spec. All lead damage was determined to be procedurally induced.

Event description:
Boston scientific received information that this right atrial (ra) lead has low amplitude p-waves and poor sensing measurements. While doing a revision for the right ventricular (rv) lead, the physician elected to explant this ra lead as a result of the clinical observations. A new lead was successfully placed without incident.